Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 52mg/dl. Reportedly, stress was a contributing factor to low bgs. The customer consumed carbohydrates to address low bgs. Additionally, the customer reported intermittent incidents of diabetic ketoacidosis with bg of 320mg/dl. Reportedly, stress was a contributing factor to high bgs. Customer delivered a bolus with the pump to address high bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.